Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was experiencing difficulty charging the pump with the usb cable and wall adapter. In addition, the pump battery depleted from 75% to 25% within one hour. The customer's blood glucose (bg) level was over 240 (mg/dl). Bolus via the pump were delivered to address bg level. Reportedly the customer had manual injections as alternate insulin therapy.